Manufacturer narrative:
Other, other text: h10? Device evaluation results: one level 1 trauma fast flow system (h-1200) was returned for investigation in fair condition with no physical damage. The h-2 pressure chamber with serial number (B)(6) was also attached. The investigator powered on the device and the over temperature alarm came on. The customer reported product problem was therefore confirmed. The investigator then removed the back cover for further investigation. Visual inspection found a crack in the return tube which had leaked water. The leak damaged multiple internal components. The crack occurred because of an issue with the design. This was established as the root cause of the product problem. The pcb and return tube were replaced. The device subsequently passed all the functional tests.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that level 1 trauma fast flow system (h-1200) was intermittently going into an over temperature state. The device alarmed. The product problem was observed during testing there was no patient involvement.